Event description:
It was reported that this gen 2 tibia was implanted into a jii knee.

Manufacturer narrative:
The associated genesis ii tibial baseplate was not returned for evaluation. A clinical evaluation noted that the patient underwent typical post-tka rehab/recovery despite the next-day revision and was doing well. The patient impact beyond the reported revision procedure and expected period of convalescence cannot be determined; however, none is expected. No further medical assessment is warranted at this time. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.